Event description:
It was observed during the device evaluation, that the bronchovideoscope exhibited corrosion on s-connector, resulting in a noisy image. There was no patient involvement.

Manufacturer narrative:
The device evaluation found that a noise image occurs due to corrosion on s-connector (scope -connector). Based on the results of the investigation, a definitive root cause of the corrosion on the s-connector cannot be identified. Probable causes could be damage or deterioration of parts, environment problem like as dust/dirt/humidity, etc. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.